Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the bio-med engineer that the patient underwent a pump exchange from one lvad to another lvad on (B)(6) 2014 for hemolysis. A large clot was seen on the rotor of lvad at time of explant. Leading up to the event, the patient had several admissions for gi bleeds, then 2 admissions for lvad thombus, both treated with tpa. Upon the last admission for hemolysis, the tpa treatment was not effective. Lactate dehydrogenase spiked just under 3000 the day of the surgery.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Additional information: the user facility number was not provided. (B)(4). The report of pump thrombus and hemolysis could be confirmed based on the evaluation of the returned pump; however, a correlation between the device and the reported gi bleeds could not be determined through this evaluation. Upon disassembly of the pump, a thrombus formation was found adhered around the inlet bearing cup and ball. The thrombus ring revealed areas of denaturation and also appeared to form in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined amount of time while the pump was operating. The thrombus was partially obstructing the blood flow path and likely would have contributed to the reported hemolysis. In addition, a loose, red tissue-like deposition was found draped along the proximal end of the rotor body. The deposition lacked lamination and denaturation, had little structure, and was not adhered to the rotor. Its origin and a duration for which it was present in the pump could not be conclusively determined; however, a deposition present on the rotor while the pump was operating, could have also potentially contributed to the patient's hemolysis. Finally, a small deposition was present in the proximal-side of the outlet stator. The deposition lacked denaturing and lamination, and was not adhered to the bearing ball or stator blades. While the origin of the deposition could not be conclusively determined, the absence of both denaturation and contact marks on the outlet portion of the rotor suggests that it was not present while the pump was operating. Although a duration in which it was present in the pump could not be conclusively determined, its size and structure suggests that it was unlikely to have contributed to a functional issue. A root cause for all observed depositions could not be conclusively determined through this evaluation. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop and functioned as intended. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists device thrombosis, hemolysis, and bleeding as potential adverse events that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information was received from the (B)(4) registry stating: patient developed hemolysis due to pump clot. A dose of tpa was utilized with no results. Device was replaced on (B)(6) 2014.